Manufacturer narrative:
This report is submitted on june 2, 2021.

Event description:
Per the clinic, patient experienced dizziness resulting in the removal of implant magnet on (B)(6) 2009 (specific date not reported).